Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the patient and product information initially reported by the facility was incorrect. No infections, malfunctions or adverse effects were observed with the patient with l331/913477. L331/913477 is currently in service. Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this lead had an infection due to a pinhole-like protrusion through the skin with redness. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lead remains in service. Additional information received indicates that the patient and product information initially reported by the facility was incorrect. No infections, malfunctions or adverse effects were observed with the patient.

Event description:
It was reported that the patient with this lead had an infection due to a pinhole-like protrusion through the skin with redness. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lead remains in service.